Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
During a procedure, it was reported that the catheter would not go in to the coronary sinus. It was reported as the curve was too great. The catheter got stuck inside the patient and the physician was unable to manipulate. When removed from the patient, it was still extremely curved. There was no need for additional intervention to remove the catheter and there was no harm or consequences to the patient.

Manufacturer narrative:
Final device evaluation found that the device was returned used with kinks present near the distal tip. During device evaluation the catheter did not curve in a consistent manner but created an s shape when actuated. Only partial portions of the distal tip retained an ability to actuate. No other damage was noted to the device. The device passed all electrical testing but failed curve testing. The device history record was reviewed and no discrepancies were noted. The device was returned used suggesting that the damage occurred post transit.